Manufacturer narrative:
Investigation: a functional test was possible, but running noises from the ball bearings could be detected. The tool holder is worn. The inner diameter of the tool holder is sheer and sander marks can be found. This damage could originate from an incorrect tool, a worn tool, or an overload situation. Batch history review: the device history records have been checked and found to be according to the specification. Conclusion and root cause: the failure is most probably user related. No CAPA is necessary.

Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). The device overheated and burnt the fingers of the user. Components in use listed as concomitant devices are: gd450m / micro-line straight hdpc 1:1 f/2.35 x 70 mm. Gd678 / microspeed uni micro 150 motor. Gd672 / microspeed uni motor cable f/foot ctrl.